Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with approximately 85 ml of fluid in the reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The luer cap was removed from the distal luer for a functional test and evidence of flow was immediately observed at the distal luer. Flow continued without stopping. The evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed from a seven day infusor. The device was filled with fluorouracil (non-baxter product), and initial flow was verified. The device was then connected to the patient, and 3 days later, the device was still full of solution. A central venous catheter was used with the device. There is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.